Manufacturer narrative:
Failure to follow instructions use of device to treat iliac aneurysm. Other relevant device(s) are: (catalog number etbf2316c124e, serial number (B)(4), use by date 2017-01-07 and upn# (B)(4)).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 41mm aneurysm in the right common iliac artery. It was reported that the patient's CT revealed an occlusion in the right ipsilateral limb. The patient received treatment with a femoral-femoral bypass being performed. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the occlusion could not be determined from the films provided. Pre-implant films were not returned; however, a sizing worksheet prior to implant revealed that the patient had been treated for a 4cm right common iliac artery. The proximal neck measured 19mm just below the lowest left renal artery, and the abdominal aorta ranged from 22 ¿ 24mm in diameter. Earlier post-implant films were not available. Review of CT¿s from 2 years post-implant revealed that there was thrombus (~2mm max thickness) within the bifurcate aortic body, and beginning at the flow divider the entire length of the contra limb was 100 % occluded. Distal to the right limb the external iliac was also occluded, and blood flow resumed down the right leg at the femoral artery. No thrombus/occlusion was seen within the bifurcate ipsi limb, and distal to the left limb the vessels were also patent. No obvious stent graft kinks, compression, or excessive angulation was observed which could help explain this event. The flow lumen ID of the contra limb ranged from 7 ¿ 9mm within the gate, 11 ¿ 13mm within the rcia, and ~11mm ID at the distal end of the right limb within the right external, and the right external was large in caliber with only slight calcification present. Analysis of the returned films did not reveal any stent graft or anatomical characteristics that could explain the observed occlusion. Angiograms at implant and earlier follow-up¿s were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. This may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.